Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿high¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 46 mg/dl. Due to the bg level customer lost consciousness, fell and experienced a bruised face. Customer required paramedic assistance consuming glucose tablets and giving glucagon. Paramedics monitored customer's bg levels until stable. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.